Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia, genital haemorrhage and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage and arthralgia outcome was unknown. The reporter considered arthralgia, genital haemorrhage and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included perimenopause (mom started peri menopause). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding / debilitating bleeding"), arthralgia ("knee pain") and pelvic pain ("my pain was horrendous"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal, genital haemorrhage, arthralgia and pelvic pain outcome was unknown. The reporter considered arthralgia, genital haemorrhage, medical device removal and pelvic pain to be related to essure. Amendment: the report was amended for the following reason: nullification: this record was detected to be duplicate to record # us-bayer-2014-074310 to which all information will be transferred, then this record # then us-bayer-2020-019684 will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included premenopause (mom started peri menopause). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage ("bleeding / debilitating bleeding"), arthralgia ("knee pain") and pelvic pain ("my pain was horrendous"). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6)2011. At the time of the report, the medical device removal, genital haemorrhage, arthralgia and pelvic pain outcome was unknown. The reporter considered arthralgia, genital haemorrhage, medical device removal and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: my pain was horrendous and reporter information were updated. On 23-mar-2020: no new information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.